Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiothoracic transplant specialist reported that the patient received a pump exchange due to suspected thrombus. No other information was provided.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is complete.